Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image on the connected glidescope core 10-inch monitor glitched in the middle of the intubation. The customer isolated the issue to the video baton. Follow-up communication from the customer confirmed that the reported image issue included the image intermittently cutting out and producing horizontal lines. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported failure. When connected to verathon's test equipment, the video baton either displayed a split image with horizontal pink and green lines or produced no image. The image intermittently cuts out when manipulating the connection between the test cable and video baton. Furthermore, corrosion was noted on the connector pins of the video baton. The customer's video baton failed verathon's device functionality testing. Upon review of the device history for the video baton serial number, it was determined that the device was manufactured on october 17, 2022 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, three (3) years, may have caused or contributed to the event. Furthermore, the glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the video baton. Upon completion of verathon's device evaluation, the video baton was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.